Manufacturer narrative:
During ortho vision validation study, a compatibility testing was performed between ortho vision, ortho provue and manual gel crossmatch. Crossmatch results between a sample containing anti-p1 and a patient containing p1 antigen were expected to be positive/ incompatible. False negative results were obtained by the provue while weak reaction was obtained by manual testing. The same sample was repeated on the provue and compatible results were again obtained where as the manual testing yielded a weak reaction. No incorrect or erroneous results have been reported as a result of this event. Reported concern is only associated to validation testing.

Event description:
Ocd rep reporting events of a false negative results issued by the provue to crossmatch testing when the expected result is positive/ incompatible. Manual gel testing confirmed to be very weak and incompatible as expected. (B)(4).